Event description:
It was reported that prior to an upgrade procedure to a cardiac resynchronization therapy defibrillator (crt-d), it was noted that the power consumption of this implantable pacemaker was elevated at 191% with no obvious cause. The physician suspected potential premature battery depletion. During the procedure, the physician determined that a crt-p upgrade was impossible due to the patient's anatomy (occluded subclavian vein). This pacemaker was subsequently explanted and replaced to resolve the event. No additional adverse patient effects were reported. This pacemaker was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), h7 (if remedial type init, type), and h11 (additional MFR narrative). This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), h7 (if remedial type init, type), and h11 (additional MFR narrative).

Event description:
It was reported that prior to an upgrade procedure to a cardiac resynchronization therapy defibrillator (crt-d), it was noted that the power consumption of this implantable pacemaker was elevated at 191% with no obvious cause. The physician suspected potential premature battery depletion. During the procedure, the physician determined that a crt-p upgrade was impossible due to the patient's anatomy (occluded subclavian vein). This pacemaker was subsequently explanted and replaced to resolve the event. No additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis.